Event description:
Event narrative: out of box failure of an exergen thermometer reporting a battery. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".